Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported to the manufacturer that the patient was in surgery for a battery replacement due to end of service. However, the surgeon in the operating room replaced the leads as well. Further investigation indicated that the leads were replaced because a lead break was observed during surgery. No x-rays were taken prior to surgery to confirm the lead break and the patient's treating physician did not know if any manipulation or trauma has occurred. Good faith attempts to obtain any further information has been unsuccessful to date. The explanted device has not been returned to the manufacturer as it has been discarded.